Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed her set the night prior and when she went to fill the tubing, there was insulin dripping out. She stated that she hooked it up to the set and went to bed, but was not wearing the sensor and her blood glucose was low. She did not check her levels but said that she ate about 130 carbs and then gave insulin because she did not want to go high. She said she went back to bed but woke up a few hours later and did not feel well and knew that she was high. So, she gave herself 3 units of insulin without checking her levels and went back to bed. The customer said that when she woke up her blood glucose was 490 mg/dl and that she had ketones. She stated that she treated by a manual injection and felt better. She attempted to give herself a bolus but said that nothing came out so she took the reservoir out and observed that there was only 120-140 units out of 220 units that are normally in there. The customer declined troubleshooting for high blood glucose. Assisted her with running a self-test on the pump and it passed. The customer also noted that the inside of the reservoir compartment smells like insulin. She said that her blood sugars were fine. The infusion set and the reservoir will be returning for analysis. The insulin pump will not be returning for analysis.